Event description:
Pt was septic on admission and the intensivist was attempting to insert a coude urinary catheter when 1/2 of the catheter broke off in the urinary tract and the other half was removed. Urology consult obtained and took the pt to the operating room for a cysto to remove the foreign body and place a catheter. The surgeon note said the urethra was very tortuous without specific injury or stricture and the prostatic urethra was enlarged. The proximal tip of the retained foley catheter piece was in the prostatic urethra. Under direct vision, it was grasped with flexible forceps and removed from the bladder and prostate. The pt expired on (B)(6) 2012 due to sepsis not related to the retention of the fb catheter.